Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage. Review of the event history log showed occurrences of "primary audible" and "acu watchdog" alarms. Functional testing duplicated the reported issue. The device exhibited a "primary audible alarm" when turned on. The investigation determined that a malfunction with the main and interconnected printed circuit boards (pcb) as well as the speaker were the cause of the reported issue.the main and interconnect pcbs and speaker were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm failure. It is unknown if there was patient involvement, no adverse patient effects were reported.